Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet left atrial appendage occluder was successfully implanted into a patient's left atrial appendage. During the procedure, the occluder was never fully retracted into the delivery system. The patient's activated clotting time (act) levels was 335 seconds. Afterward the patient was transported to a post holding unit. The patient received a bedside transthoracic echocardiogram in preparation to discharge. A small effusion was seen. At this time the device was confirmed to be in place. A pericardiocentesis was performed and 30cc of fluid was removed. The pericardial effusion did not lead to a cardiac tamponade. Shortly after, the patient developed bradycardia, developed hypoxia, and turned blue. Chest compressions were started but resuscitation measures were unsuccessful. The patient passed away the same day. It as noted that the cause of death was a pulmonary embolism.

Manufacturer narrative:
An event of pericardial effusion, bradycardia, hypoxia, and death was reported. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including the anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Information from the field indicated that there was no difficulty implanting the device during the procedure. The patient's activated clotting time was 335, which is within the recommended range for the procedure. Abbott requested information related to procedure imaging, but this was not provided by the field. The field indicates that the patient has a history of atrial fibrillation. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Based on the available information, the root cause of the reported event of pericardial effusion could not be conclusively determined. However, the patient's death was caused by a pulmonary embolism which was not related to the amulet procedure, which the medical director of the hospital confirmed.